Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that 6-8 weeks after the initial implantation the device has come loose from the thread. A revision surgery had to be performed on the (B)(6) 2021. During the revision surgery the device was removed and the revision surgery was finished successfully with a longer clavicula plate.